Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and lymphadenopathy. The device has been explanted and replaced.

Manufacturer narrative:
Photographic device evaluation: a review of the device noted encapsulation was observed. The events of capsular contracture and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. D9 date represents the photo received, device is not returned to allergan. Device photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: encapsulation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right capsular contracture baker grade iii/IV , unspecified bilateral adenopathies via mammography and ultrasound and silicone granulomas on the armpit. Device has been explanted and replaced with non allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture and lymphadenopathy. (Health effect): f2203.

Event description:
Healthcare professional reported, bilateral capsular contracture, baker grade iii/IV. And bilateral unspecific lymph nodes via MRI. Device has been explanted and replaced with non allergan. This relates to the right side.